Manufacturer narrative:
As reported, the button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was applied to finish the procedure. There was no reported patient injury. After endovascular therapy (evt), when attempting hemostasis with the device, the button could not be pressed and manual compression was performed. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for evaluation. A review of the manufacturing documentation associated with lot 18428212 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was applied to finish the procedure. There was no reported patient injury. After endovascular therapy (evt), when attempting hemostasis with the device, the button could not be pressed and manual compression was performed. The device will be returned for evaluation.